Manufacturer narrative:
Subject device is not available.

Event description:
The patient presented with an anuerysm in the right middle cerebral artery (mca) and a pre-procedure national institute of health stroke scale (nihss) and modified rankin scale (mrs) score of 0. It was reported that 1 day after a stent assisted coiling procedure, the patient experienced paresis of the left arm. Computed tomography (CT) and CT perfusion imaging did not show any sign of infarction or hemorrhage; the patient's symptoms resolved without sequelae within 2 days and mrs score post event was (B)(6), complete obliteration. According to the physician, the guidewire, microcatheter and stent used in procedure and the patient's low blood pressure at the end of general anesthesia and during extubation could have contributed to the paresis.

Manufacturer narrative:
Information reviewed on 20 december-2019 mentioned that according to the study electronic data capture (edc), the adverse event of patient left arm paresis was not related to study stent or any other stryker ancillary products, microcatheter, or guidewire (subject device). The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
The patient presented with an aneurysm in the right middle cerebral artery (mca) and a pre-procedure national institute of health stroke scale (nihss) and modified rankin scale (mrs) score of 0. It was reported that 1 day after a stent assisted coiling procedure, the patient experienced paresis of the left arm. Computed tomography (CT) and CT perfusion imaging did not show any sign of infarction or hemorrhage; the patient's symptoms resolved without sequelae within 2 days and mrs score post event was class 1, complete obliteration. According to the physician, the guidewire, microcatheter and stent used in procedure and the patient's low blood pressure at the end of general anesthesia and during extubation could have contributed to the paresis.

Event description:
The patient presented with an aneurysm in the right middle cerebral artery (mca) and a pre-procedure national institute of health stroke scale (nihss) and modified rankin scale (mrs) score of 0. It was reported that 1 day after a stent assisted coiling procedure, the patient experienced paresis of the left arm. Computed tomography (CT) and CT perfusion imaging did not show any sign of infarction or hemorrhage; the patient's symptoms resolved without sequelae within 2 days and mrs score post event was class 1, complete obliteration. According to the physician, the guidewire, microcatheter and stent used in procedure and the patient's low blood pressure at the end of general anesthesia and during extubation could have contributed to the paresis.

Manufacturer narrative:
The device history record (DHR) could not be reviewed because the lot number was not reported. The subject device was not returned for analysis, therefore physical and functional evaluations could not be performed. However, the reported left arm paresis (neurological/intracranial sequelae) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Based on the information available, an assignable cause of known inherent risk of procedure was assigned to this event.